Event description:
It was reported that following the implant procedure, the patient complained of chest pain and became hypotensive. Pericardial effusion was seen. A pericardiocentesis was performed, and the patient recovered. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.